Event description:
Pt called lfs alleging that their one touch ultra meter was reading inaccurately high. Pt explained while vacationing in 2003, pt opened a new vial of test strips and noticed elevated blood glucose levels immediately. Pt changed their insulin pump, believing that the pump was defective. They still noticed high results and decided to take additional insulin to compensate for their glucose readings. 2 days later pt obtained a "250 mg/dl" at 11:00 am and took 8 units of insulin. They also obtained a reading of "290 mg/dl" at 12:30 pm, at first time they were experiencing symptoms of hypoglycemia, such as, shivering and feeling as though their mind was somewhere else. Therefore pt decided to take dextrose, which helped pt feel better. At 2:00 pm they tested again and received "63 mg/dl". This reading however was obtained using a different vial of test strips. Pt stated that they noticed one of their test strips from the original lot was "smashed". They explained that since the test strip may have been shut between the cap and vial, the vial might not have been airtight. Pt could not confirm the condition of the vial when it was first purchased. No medical care was sought from a healthcare professional. Pt had three one touch ultra meters and could not specify which meter they had been using at the time of concern. Pt did not have control solution to perform troubleshooting with the customer service rep. Pt would be likely to have experienced the hypoglycemia due to inaccurate high results, on which they have been basing their treatment.